Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an event where incomplete cycle error occurred continuously. This was discovered during a therapeutic open hepatectomy which was completed with a similar device. There was no reported patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction: d4 lot#. Additional information: d8-10, h2-4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed and could not be reproduced. In addition, there were no problems detected with the device. A definitive root cause could not be identified. Based on the results of the investigation, no failure detected in the product as a result of visual and functional inspections. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.